Manufacturer narrative:
Physio-control further evaluated the device and observed that the digital pcb assembly caused excessive current. Physio-control determined that the cause of the reported issue was due to a capacitor, designator c70 on the digital pcb assembly being shorted. This capacitor, designator c70 on the digital pcb assembly being shorted, caused excessive current to flow through a fuse, designator f1 on the analog pcb assembly. This current was high enough for the fuse, designator f1 on the analog pcb assembly, to open, which caused the device not to power on. The device was out of warranty and the customer was advised to purchase a new device.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device showed the charge-pak, attention and service wrench icons in the readiness display. During device evaluation, physio-control observed that the device could not be powered on. There was no patient use associated with the reported event.